Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided and not visible on returned device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right side breast implant deflation, and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a with a unknown size unknown saline implant and was presented with right side breast implant deflation and bilateral ptosis confirmed upon examination by the physician on (B)(6) 2019. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3502450; serial number (B)(4) on the right side and catalog number 3502450; serial number (B)(4) on the left side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: the analysis results show a parallel lines of shell wear were observed on the anterior and extending to the aspect, suggesting in-vivo folding or creasing of the device. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).